Event description:
It was discovered during testing that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by loose link screws. The loose link screws were replaced.